Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported material protrusion appears to be related to user technique of retracting the actuator knob. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitraclip delivery system (cds) actuator mandrel protruding proximally. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was performed. However, during deployment when the actuator knob was pulled back, the metallic mandrel attached to the knob exited the cds handle approximately 3cm. The clip deployed without issue or difficulty. A total of two clips were implanted, reducing mr to 1-2. There were no adverse patient affects and no clinically significant delay during the procedure. No additional information was provided.